Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to this reported event.

Event description:
Atherectomy was performed on extremely calcified illiacs and the common femoral. The physician attempted to advance the turbohawk past the lesion on the left common femoral and bent the tip. The physician then tried to extract the device and it would not come back through the sheath. The sheath was also deformed. The turbohawk tip dislodged form catheter and was snared. No injury to the patient was reported.